Manufacturer narrative:
Concomitant medical products: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a temporary paralysis on both legs following a permanent implant procedure. The physician suspected that paralysis was device and procedure related. The patient underwent an explant procedure. Physical therapy or rehabilitation was the patient's medical treatment.